Manufacturer narrative:
The device is available for evaluation. The investigation is pending.

Event description:
The event involved a microclave® clear neutral connector where the reporter stated that the lipids backed up into medline and created puddle on the floor from microclave connection. They changed microclave three times and the medication continued to leak. It was also stated that they discarded microclave and attached med syringe directly to medline tubing and no leaking was observed. However, there was a potential risk of infection for PICC line. The event occurred at 9:50 am during use on patient. There was patient involvement, no human harm or adverse event and unknown delay in therapy reported.

Manufacturer narrative:
No mc100 product samples, videos or photographs were returned for investigation. The DHR was reviewed and there were no non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided. The device history review (DHR) for lot number 5960803 was reviewed and there were no non-conformances found that would have contributed to the reported complaint.